Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery, on ligation of vessel, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They used another stapler and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.